Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturer reference number: 2017865-2023-13459. It was reported that episodes of atrial tachycardia and atrial fibrillation (at/af) due to noise were noted on a remote transmission. The nurse reported that the right atrial (ra) lead noise has been documented and monitored by the clinic for several years. The right atrial lead will continue to be monitored. In addition to the right atrial lead noise, post-paced t-wave oversensing was exhibited by the device. Programming changes were discussed but not made at this time. The patient was asymptomatic.